Event description:
Information received from the field notes that when the device paced, the patient felt stimulation on the left side. The physician elected to program the device for right ventricular pacing only. The patient will be checked again in another month.